Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead had been showing an increase in shock impedance values along several years. They recommended monitoring until values became high, out of range. At some point the values did increase over the expected normal limits, but were still not at, or above 150 ohms. Technical services (ts) stated the trigger for recommending lead revision would be a 28 day average of 150 ohms or greater, but the value was not there yet. The rv lead remains in service at this time. No adverse patient effects were reported.